Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarm, service code displayed) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon investigation, there was an open along the yellow (pgnd) wire inside the trunk cable. The cause of the test failure and the reported alarms is the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll that a patient was receiving arrhythmia alarms and had a service code displayed.